Event description:
It was reported that the patient with this implantable pacemaker thinks that this device battery life was drastically deteriorating in the last three months. Boston scientific technical services (ts) advised patient to contact clinic or physician. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that the patient with this implantable pacemaker thinks that this device battery life was drastically deteriorating in the last three months. Boston scientific technical services (ts) advised patient to contact clinic or physician. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.